Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, when the device was deployed it did not feel correct. The device came out of the artery easily. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch, user facility medwatch# (B)(4) received that states: "event description: attempted to deploy proglide and it would not deploy. Proglide was easily removed from area on patient. Another one was used from the same lot # and it worked fine. What was the original intended procedure? Heart cath. Other pertinent information: 2nd device worked well no harm to the patient. Nor was the patient aware." No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: although it was initially reported the device was discarded, the device was subsequently returned. The device was returned for evaluation. The reported deployment issue was confirmed. Based on the manufacturing inspection criteria and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.